Manufacturer narrative:
(B)(4) .

Event description:
Information was received from multiple healthcare providers (hcps) and an hcp via a manufacturer representative regarding a system being used to deliver infumorph (morphine) at a concentration of 10 milligrams (mg) per milliliter (ml) and a dose of 1.2 mg/day for ovarian malignant pain. It was noted the patient could also get up to 5 mg/day with patient activated dosing included. It was reported that the patient presented to the hospital on (B)(6) 2014 with lower extremity swelling and shortness of breath. On (B)(6) 2015 the patient started having bad respiratory depression and was transferred to the intensive care unit (ICU). The patient was on a ventilator and "very sick". The patient was given exogeneous opioids as well on top of her intrathecal medicine. The reporter was not 100% sure what is going on. The issue not believed to be related to the pump as far as the hcp knew, but the pump was programmed to minimum rate to rule that out and to see if the patient's status changed. Oral medications were stopped after the patient was unresponsive. It was noted the patient has not had any other issues since the pump was implanted. What led to the event and how the issue was identified is unknown, but reports were the patient had advanced cancer. On (B)(6) 2015 it was reported the pump was turned back up to 1.2 mg/day of morphine. The hcp reported that the patient had been on methadone too, but did not understand to stop it. It was unknown if the issue was resolved. The patient was lucid as of (B)(6) 2015. It was not known what diagnostics were performed during the event. A reporting healthcare provider did not believe the event was attributed to therapy. It was noted the patient had other medications, but the names of the medications were not provided. A supplemental report will be submitted if additional information becomes available.